Manufacturer narrative:
The marathon has not been returned for evaluation; product analysis cannot be performed. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. Mdrs related to this event: 2029214-2019-00819, 2029214-2019-00820. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that marathon catheter ruptured during onyx injection. The patient was undergoing embolization treatment anterior venous fistula. The vessel was observed severely tortuous. Reported device and any accessory devices prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. It was reported that the neuron max 088 and neuron was prepared as per the IFU and was placed at the desired location. With the help of the mirage, the marathon was tracked and navigated to the therapeutic area just near the nidus. There was not any friction or difficulty during delivery. The wire was removed, and the catheter was flushed with saline using a 3-ml syringe, then flushed with dmso. Onyx was taken into a 1-ml syringe and was injected at controlled rate of 0.016 ml/min. The onyx was not visible at the therapeutic area post injection 0f 0.26ml. When checked on fluro, there was a leak at approximately 3/4th length of the catheter. The devices were removed. The procedure was completed using new devices. There were no reports of patient symptoms in association with this event. Neuron max 088, neuron 070, mirage, onyx accessory devices were discarded by the scrub nurse as per hospital protocol.

Manufacturer narrative:
H3: the marathon total length was measured to be ~172.0cm (reference: 170.0cm), the useable length was measured to be ~165.8cm which is within specification (specification: 165.0cm ± 2.5cm) and the distal floppy length was measured to be ~26.5cm which is within specification (25.0cm +2.0cm -1.0cm). Onyx residue was found within the marathon hub. No bends or kinks were found with the marathon catheter body. No damages were found with the marathon distal marker/tip. The marathon distal tip lumen was found to be occluded with solidified onyx residue. The marathon micro catheter was pressurized with water and found non-patent as it was found to be occluded with the onyx. The remaining onyx will not be returned as it was consumed in the event. The entire surface of the marathon catheter body was examined under magnification. No ruptures or punctures were found with the marathon catheter body. No other anomalies were observed. There was no indication that the event was related to a potential manufacturing issue. Based on the device analysis and reported information, the customer¿s report of ¿catheter rupture with onyx¿ could not be confirmed and the cause could not be determined. Although the returned marathon was found occluded with onyx, no ruptures, punctures or other surface disruptions that would lead to a leakage of onyx were found with the marathon catheter body. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.